Event description:
Incorrect tibial polyethylene was inserted into right total knee. The error was identified, family informed and correct tibial poly inserted. Staff selected the final insertion components. Sales rep usually does this but was working in another room. Facility staff selected the component incorrectly. Previously the inserts were able to be used on either side. Steps have been developed to prevent a reoccurrence.